Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty removing a connector and initially could not detach it, even with assistance, though there was no leaking or visible damage. Symptoms included no adverse clinical effects and blood glucose values remained within range. Outcomes included completion of the user¿s next steps after successfully removing the connector using gentle plier assistance, with no alarms or alerts and no need for medical care. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed that the issue was resolved through user guidance, with no device damage identified and normal glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique.